Manufacturer narrative:
It was reported that during surgery, while connecting sureshot targeter to trauma interface, an error message was displayed. Though several attempts of turning off/on the system, the error was displayed. The surgery was completed using free hand technique. No harm to patient. The associated sureshot targeter, intended for use in treatment, was returned and evaluated. Visual inspection of the returned product found no obvious damage on the part. A serial number was provided and the review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit which could not confirm the stated failure. The device was recognized by the unit. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. The device was manufactured in 2012. This is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use.

Event description:
It was reported that, during surgery, while connecting sureshot targeter to trauma interface, an error message was displayed. Though several attempts of turning off/on the system, the error was displayed. By using free hand technique, the surgery was completed. No harm to patient. Surgery time extended 10 minutes. The device will be returned for evaluation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.